Event description:
The customer contact reported air in the tubing distal to the air eliminating filter. The tubing set was being used to deliver an unspecified volume of tpn at a rate of 1.6 ml/hr, via a plum a+ pump for a duration of 24 hrs. The option-lok male adapter of a primary tubing set was connected to the female adapter of the extension tubing set. The option-lok male adapter of the extension tubing set was connected to the female adapter of a 3-way stopcock. The male adapter of the 3-way stopcock was connected to the pt's umbilical IV access site. At 1130, the customer contact reported that an unspecified number of "short segments" of air were noted in the tubing distal to the air eliminating filter and approx 2 ml of bleed back in the tubing was noted. No air was delivered to the pt. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One opened device was evaluated. The device passed testing. The male adapter of a primary tubing set from hospira stock was connected to the female adapter of the extension tubing set. Solution was delivered through the tubing sets. No air was noted in the tubing distal to the air eliminating filter during testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The lot number of the device that was in use is unk. The customer contact identified one possible lot number (plots). The possible lot number is 171614w. This report represents all the info known by the rptr upon query by hospira personnel.